Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. The device was returned for evaluation. As per product evaluation, customer report of degeneration and hole was confirmed. Customer report of regurgitation was unable to be confirmed. X-ray demonstrated band bent outwards around leaflet 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 1 on the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and heavy at the inflow aspect. Leaflet 2 had a perforation of approximately 2mm x 3mm. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Two non-transmural tissue damage was observed next to the perforation. Multiple sutures were observed around the sewing ring. Three sutures on the sewing ring lined up with the leaflet 2 damage. Metal band was exposed around leaflet 1 at the inflow aspect. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 2800tfx23mm valve implanted in aortic position was explanted from this 66-y-o patient after an implant duration of approximately three (3) years and six (6) months due to degeneration leading to mild to moderate eccentric regurgitation, a peak transvalvular pressure gradient of 41 mmhg and a mean transvalvular pressure gradient of 20 mmhg. As reported, leaflet opening was acceptable, but closure is incomplete. A hole was found in a leaflet of the 2800 valve. As per product evaluation, perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion and heavy host tissue overgrowth was found. As reported, the patient presented with chest tightness, shortness of breath, and palpitations after activity with slight relief at rest. The symptoms gradually worsened, prompting hospital evaluation. Surgical treatment was recommended. For further diagnosis and management. A 23mm surgical valve was implanted in replacement and the gradient dropped to 10mmhg. The patient was noted as to be in stable condition.

Manufacturer narrative:
Information added/updated to section b7, h6 (investigation findings and investigation conclusions) and h10. Corrected data d6 (explant date). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: (B)(4). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable, as no patient or procedural factors known to cause or contribute to svd were reported. Since no edwards defect was identified, corrective or preventative actions are not required.